Event description:
It was reported a fractured instrument was received via the worn instrument return program. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Provisional bottom. Complaint sample was evaluated and the reported event was confirmed. Visual examination of returned provisional found it to exhibit signs of repeated use (nicked / gouged) and has fractured on the lateral side of the post. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.